Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the hcp was unable to access the catheter access port (cap) to perform a dye study. Patient reported good therapy and was just having a dye study prior to pump replacement for end of service. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The hcp tried 3 cap kits but needle kept bending when he tried to access the port. It appeared the pump kept pushing into the patient and there wasn't leverage to push the needle into the cap. At the time of this report, the issue had not resolved and patient status was alive-no injury. Additional information received from a healthcare provider (hcp) via a company representative (rep) on 2019-jul-30 indicated the model number and lot number of the refill kits used was unknown. The device was still implanted and in use. A note was added to the patient¿s file to return the pump at the next replacement. Currently a replacement was not scheduled. Additional information was received again on 2019-aug-05 from a the hcp via the rep and indicated they were unable to access the catheter access port (cap) and complete a dye study. It was unknown what the cause was. No further complications were reported.